Event description:
It was reported the device battery depleted prematurely. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported the device battery depleted prematurely. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.